Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a leak in the tip of the scope. This does not indicate an MDR reportable event. However, during the device analysis, the service center identified that the device had a missing adhesive (ke45) on the forceps cover and chipped adhesive around objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the missing adhesive (ke45) on the forceps cover and chipped adhesive around objective lens was traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.